Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that when she was in the hospital the device was turned off and she was not tracking. She started tracking again on the night of the 5th when she got home. Patient had a hard time reading her data so we gathered what we were able to. Patient also stated with her bowel movements she had some cramping. She feels the device is helping her bowels more than her bladder.